Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during unknown cycle 3. The cg stated the home patient (hp) was getting the system error during therapy and was tired and did not feel like calling for assistance. The customer had cycled the power off and then disconnected. The cg had cycled the power on at the end of therapy. The technical service representative (tsr) assisted with the reviewing of the alarm log and found system error 2240. The tsr explained the alarm and possible reasons. Per the troubleshooting performed by the tsr, the cg reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected and the supply bag was empty, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The cg stated they will let the nurse know about the alarm. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on 02/07/2012 the regarding reported problem. The pd rn stated they did not know about the alarm. They stated they just spoke to the patient and they seem to be doing fine. They stated that they will talk to patient regarding the reported problem. The pd rn stated as far as they know they are continuing with therapy as normal. The pd rn stated if and when they find out further information they will contact baxter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.